Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during preventive maintenance of the arctic sun device the mixing pump, circulation pump and heater were changed.

Event description:
It was reported that during preventive maintenance of the arctic sun device the mixing pump, circulation pump and heater was changed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as there is no allegation against the product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.